Event description:
It was reported that during reprocessing a thoracic grasper instrument, a chip in the insulation was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube had scratches that removed material from the tube. The scratches were not aligned with the tube axis. They measured approximately .020- .152 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.